Event description:
It was reported that during a pre-operation check, pacing output could not be observed. The epg and patient cable were returned for check. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. (B)(4) cable fracture was observed.